Manufacturer narrative:
Customer stated "rollator front wheel spins feels like its not on the ground anymore. Feels as like the whole unit is crooked". It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated "feels as like the whole unit is crooked".